Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Sakai, r., suzuki, h., kito, t., hirose, y., kanemoto, k., kubota, h., & takahiro, y. (2023). Initial report of water vapor energy therapy for benign prostatic hyperplasia. Presented at the 111th annual meeting of the japanese urological association, yokohama, japan.

Event description:
It was reported to boston scientific through a presentation at the 111th annual meeting of the japanese urological association that a prospective, single-center study was conducted to evaluate the efficacy and safety of water vapor energy therapy for the treatment of lower urinary tract symptoms secondary to benign prostatic hyperplasia. The study included 10 patients treated between august and september 2023. A rezum device was used to administer the treatment, though the specific model was not identified. No device malfunctions were reported. At one-month follow-up, the mean international prostate symptom score improved by 3 points. Peak urinary flow rate decreased from 7.6 to 3.81 milliliters per second, and post-void residual volume decreased from 300 to 15 milliliters. Among seven patients with urinary retention, three were successfully weaned off bladder catheterization. Two cases of acute prostatitis were reported as complications. No other adverse events or interventions were noted. The study concluded that the therapy provided symptom relief and demonstrated a favorable safety profile, particularly for patients unfit for surgery or those who preferred to avoid long-term medication.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Sakai, r., suzuki, h., kito, t., hirose, y., kanemoto, k., kubota, h., & takahiro, y. (2023). Initial report of water vapor energy therapy for benign prostatic hyperplasia. Presented at the 111th annual meeting of the japanese urological association, yokohama, japan.

Event description:
It was reported to boston scientific through a presentation at the 111th annual meeting of the japanese urological association that a prospective, single-center study was conducted to evaluate the efficacy and safety of water vapor energy therapy for the treatment of lower urinary tract symptoms secondary to benign prostatic hyperplasia. The study included 10 patients treated between august and september 2023. A rezum device was used to administer the treatment, though the specific model was not identified. No device malfunctions were reported. At one-month follow-up, the mean international prostate symptom score improved by 3 points. Peak urinary flow rate decreased from 7.6 to 3.81 milliliters per second, and post-void residual volume decreased from 300 to 15 milliliters. Among seven patients with urinary retention, three were successfully weaned off bladder catheterization. Two cases of acute prostatitis were reported as complications. No other adverse events or interventions were noted. The study concluded that the therapy provided symptom relief and demonstrated a favorable safety profile, particularly for patients unfit for surgery or those who preferred to avoid long-term medication.